Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that a while ago they saw a message on their recharger that said it was unable to charge the implanted neurostimulator. Patient did not recall what the actual message had said. Patient also said that every once in a while it seemed like the recharging cord was causing a burning sensation in their back. Patient confirmed there was no physical damage to the cord. A request was sent to the repair department to replace the recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.